Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information

Manufacturer narrative:
Correction: manufacturing date.

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the video, photograph and samples submitted for evaluation. Bd received 14 18gx1.16 in insyte autoguard sealed devices from lot number 4312025. A functional test showed that the retraction time exceeded the specification. The photograph received displays the top web label information of the devices received. The video demonstrated a slow needle retraction. Your reported issue was confirmed and determined to be manufacturing related. Excessive gel was observed which may have caused the slow retraction. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I am reaching out to report an incident notice from our users about item # 382544, lot # 4312025. Situation and background: autoguard 18g IV - needle not retracting. Bedside rn reported that needle did not retract when button pressed once blood flash seen. Needle needed to be manually removed and placed in sharps container (did not retract even when out of patient). Did not sequester the device as it appeared dangerous. IV in place and working, no identified issue. Photo of packaging attached. Pre-op rns have disclosed that this is the third today and they saw it last week. Unfortunately, no other photos are available, and no devices were sequestered. I will follow up if any additional incidents are reported. 2/4/2025: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. 2. How many occurrences took place for the reported retraction failure? At least 5 3. How many patients? 4. 4. Are there specific event dates? 1/21, 1/22, 1/23, 1/24, 1/28.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.